Event description:
It was reported that an asymptomatic patient present via merlin.net transmission on (B)(6) 2017 with low impedance, decreased sensing, high capture and oversensing on the right ventricular lead. Cardiac perforation was confirmed by MRI. The lead was successfully repositioned on (B)(6) 2017 and the patient was stable prior, during and post procedure.